Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had lower back pain after essure (fallopian tube occlusion insert) insertion. The devices were removed and she improved from this event. Back pain was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this case, the consumer stated her pain started immediately after essure insertion and improved with device removal 6 weeks later. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 ((B)(4), awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) on (B)(6) 2015. Consumer reported that she got the essure implanted on (B)(6) 2015. Immediately she started having abdominal cramping, major lower back pain and indigestion. The lower back pain felt like she was in labor. She went back to the doctor on (B)(6) 2015 because of the pain and her body not feeling right. They did an exam and gave her an antibiotic. Consumer started to bloat; her belly looked like she was pregnant. Her indigestion and lower back pain got worse, her brain got foggy, she was forgetful, tired all the time. She got her period for 2 days and it was barely anything (periods usually last 5 days and are very regular; she get it the same time every month like clockwork). She went back to the doctor on (B)(6) 2015. On (B)(6)2015 essure coils were removed and her tubes were tied. After the procedure the doctor informed her that she has adenomyosis. Consumer stated she was perfectly healthy before the coils were placed. She only had essure in for 6 weeks. Today, 1 1/2 weeks later she feel so much better than she did. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had lower back pain after essure (fallopian tube occlusion insert) insertion. The devices were removed and she improved from this event. Back pain was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this case, the consumer stated her pain started immediately after essure insertion and improved with device removal 6 weeks later. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.